Event description:
Adenocarcinoma, lung masses; started using CPAP machine (B)(6) 2019 from philips dream stn, ref (B)(4), developed adenocarcinoma on pericardium, pericardial effusion requiring surgery, lung masses detected, no ozone machine usage. FDA safety report ID # (B)(4).